Event description:
It was reported that the device would not turn on using either ac or dc power. There was no report of pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the power supply assembly. Transistors q1 and q2 on the eos power module were found to be shorted. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer.